Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received multiple alerts error alarm. Customer¿s blood glucose level was unknown. Customer reported that the cracks on the screen, battery life once a month but dies quickly. Customer reported that the insulin pump had no delivery alarm and customer declined troubleshooting. The insulin pump will not be returned for analysis.